Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Failure analysis: inspected 2 new/sealed enlite sensors. Analysis is not required due to sensors being expired.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was traeted with bolus. Customer also reports that the sensor had issue like sensor glucose value was unavailable and also tape has came up. Insulin will not be return for analysis but sensor will be return for analysis.